Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure three resolute onyx des were implanted in the rca. One day post procedure the patient suffered myocardial infarction. The target vessel, the rca was involved. The patient is recovering. The investigator reported that the event is not related to the index device or anti platelets.

Manufacturer narrative:
Patient is recovered. Mi was of the target vessel-rca. Sponsor assessed the event as not related to the device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.